Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and ketones (exact values were not provided). She was treated with insulin via IV and discharged approximately 24 hours later. It was determined insulin was leaking from the cannula at her infusion site. The alleged product is not available to return for evaluation.